Manufacturer narrative:
(B) (4). The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
This patient was implanted with the implantable neurostimulator following a successful stimulation trial. In the weeks following the implant, the patient experienced migraines when stimulation was turned on. Although the hcp did not necessarily think the migraines were due to the device, the device was explanted. The patient had a history of migraines, but they worsened since implant and were triggered when the neurostimulator was on. The patient is now under the care of a neurologist to get the migraines under control. There was no patient injury associated with the event.